Event description:
A malfunction was reported on a pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level. The customer reverted to a backup insulin pump for insulin therapy.